Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 the device was returned to olympus for inspection, and the reported image failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: foreign matter is present within the auxiliary water channel. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the foreign matter present within the auxiliary water channel, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a blurry image issue during inspection for use. There were no reports of patient harm.